Event description:
Atrial non invasive pacing stimulus (nips) was performed on patient with no intrinsic ventricular response. Device was programmed with ventricular support rate of 70 with 1 second sinus node recovery delay. Patient became symptomatic with testing. Sinus node recovery delayed about 1800 ms from the final atrial nips stimuli to the next atrial pace instead of programmed setting of 1000 ms. Extra 0.8 second delay could not be programmed around; patient externally cardioverted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.